Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and hernia repair ('surgery (other) type of surgery: hernia') in a 43-year-old female patient who had essure (batch no. 628045) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia on (B)(6) 2018, lipoma on (B)(6) 2017, breast mass on (B)(6) 2009, cystitis interstitial, anxiety and amenorrhea. Concurrent conditions included bloating since (B)(6) 2008, pelvic pain since (B)(6) 2008 and ovarian cyst. Concomitant products included alpha-amylase swine pancreas;cellulase;lipase;protease (digestive enzyme) since 2016, bifidobacterium bifidum;bifidobacterium lactis;fructooligosaccharides;lactobacillus acidophilus;lactobacillus casei (probiotic 4) since 2016, cynara cardunculus leaf;zingiber officinale root (motility activator) since 2016, doxycycline (oracea) from (B)(6) 2009 to (B)(6) 2009, escitalopram oxalate (lexapro) from 2007 to 2017 and estradiol (estrogen) since(B)(6) 2019. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced fatigue ("fatigue"), alopecia ("hair loss") and back pain ("lower back pain"). In 2010, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), gastrointestinal disorder ("gi conditions"), abdominal distension ("bloating"), constipation ("constipation,") and device expulsion ("looks like part of the coil is in your uterus") and underwent hernia repair (seriousness criterion medically significant). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, fatigue, gastrointestinal disorder, alopecia, weight increased, abdominal distension and back pain had resolved and the hernia repair, ovarian cyst and constipation outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, constipation, device expulsion, dyspareunia, fatigue, gastrointestinal disorder, hernia repair, ovarian cyst, pelvic pain and weight increased to be related to essure. The reporter commented: she received treatment for dyspareunia, pelvic pain, abdominal pain. Concomitant drug sibo mmc, sibo rebuild were used. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test unknown: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2017: possible small uterine leiomyoma, 1.6 x 1.4 xi. 7 cm cystic structure at the right ovary. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical record: dyspareunia, pelvic pain, fatigue, weight gain, hair loss concerning the injuries reported in this case, the following one were confirmed via social media: partial expulsion. Lot number: 628045, manufacture date: 2008-08, expiration date: 2010-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and hernia repair ('surgery (other) type of surgery: hernia') in a 43-year-old female patient who had essure (batch no. 628045) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia on (B)(6) 2018, lipoma on (B)(6) 2017, breast mass on (B)(6) 2009, cystitis interstitial, anxiety and amenorrhea. Concurrent conditions included bloating since (B)(6) 2008, pelvic pain since (B)(6) 2008 and ovarian cyst. Concomitant products included alpha-amylase swine pancreas;cellulase;lipase;protease (digestive enzyme) since 2016, bifidobacterium bifidum;bifidobacterium lactis;fructooligosaccharides;lactobacillus acidophilus;lactobacillus casei (probiotic 4) since 2016, cynara cardunculus leaf;zingiber officinale root (motility activator) since 2016, doxycycline (oracea) from (B)(6) 2009 to (B)(6) 2009, escitalopram oxalate (lexapro) from 2007 to 2017 and estradiol (estrogen) since (B)(6) 2019. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced fatigue ("fatigue"), alopecia ("hair loss") and back pain ("lower back pain"). In 2010, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), gastrointestinal disorder ("gi conditions"), abdominal distension ("bloating"), constipation ("constipation,") and device expulsion ("looks like part of the coil is in your uterus") and underwent hernia repair (seriousness criterion medically significant). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, fatigue, gastrointestinal disorder, alopecia, weight increased, abdominal distension and back pain had resolved and the hernia repair, ovarian cyst and constipation outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, constipation, device expulsion, dyspareunia, fatigue, gastrointestinal disorder, hernia repair, ovarian cyst, pelvic pain and weight increased to be related to essure. The reporter commented: she received treatment for dyspareunia, pelvic pain, abdominal pain. Concomitant drug sibo mmc, sibo rebuild were used. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test unknown: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2017: possible small uterine leiomyoma, 1.6 x 1.4 xi. 7 cm cystic structure at the right ovary. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical record: dyspareunia, pelvic pain, fatigue, weight gain, hair loss concerning the injuries reported in this case, the following one were confirmed via social media: partial expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: new event looks like part of the coil is in your uterus was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and hernia repair ('surgery (other) type of surgery: hernia') in a 43-year-old female patient who had essure (batch no. 628045) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia on (B)(6) 2018, lipoma on (B)(6) 2017, breast mass on (B)(6) 2009, cystitis interstitial, anxiety and amenorrhea. Concurrent conditions included bloating since (B)(6) 2008, pelvic pain since (B)(6) 2008 and ovarian cyst. Concomitant products included alpha-amylase swine pancreas;cellulase;lipase;protease (digestive enzyme) since (B)(6) , bifidobacterium bifidum;bifidobacterium lactis;fructooligosaccharides;lactobacillus acidophilus;lactobacillus casei (probiotic 4) since (B)(6) , cynara cardunculus leaf;zingiber officinale root (motility activator) since (B)(6) , doxycycline (oracea) from (B)(6) 2009 to (B)(6) 2009, escitalopram oxalate (lexapro) from (B)(6) to (B)(6) and estradiol (estrogen) since (B)(6) 2019. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) , the patient experienced fatigue ("fatigue"), alopecia ("hair loss") and back pain ("lower back pain"). In (B)(6) , the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), gastrointestinal disorder ("gi conditions"), abdominal distension ("bloating") and constipation ("constipation,") and underwent hernia repair (seriousness criterion medically significant). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, fatigue, gastrointestinal disorder, alopecia, weight increased, abdominal distension and back pain had resolved and the hernia repair, ovarian cyst and constipation outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, constipation, dyspareunia, fatigue, gastrointestinal disorder, hernia repair, ovarian cyst, pelvic pain and weight increased to be related to essure. The reporter commented: she received treatment for dyspareunia, pelvic pain, abdominal pain. Concomitant drug sibo mmc, sibo rebuild were used. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test unknown: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2017: possible small uterine leiomyoma, 1.6 x 1.4 xi. 7 cm cystic structure at the right ovary. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical record: dyspareunia, pelvic pain, fatigue, weight gain, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and hernia ('surgery (other) type of surgery: hernia') in a (B)(6)-year-old female patient who had essure (batch no. 628045) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia on (B)(6) 2018, lipoma on (B)(6) 2017, breast mass on (B)(6) 2009, cystitis interstitial, anxiety and amenorrhea. Concurrent conditions included bloating since (B)(6) 2008, pelvic pain since (B)(6) 2008 and ovarian cyst. Concomitant products included alpha-amylase swine pancreas;cellulase; lipase; protease (digestive enzyme) since 2016, bifidobacterium bifidum; bifidobacterium lactis; fructooligosaccharides;lactobacillus acidophilus;lactobacillus casei (probiotic 4) since 2016, cynara cardunculus leaf; zingiber officinale root (motility activator) since 2016, doxycycline (oracea) from (B)(6) 2009 to (B)(6) 2009, escitalopram oxalate (lexapro) from 2007 to 2017 and estradiol (estrogen) since (B)(6) 2019. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced fatigue ("fatigue"), alopecia ("hair loss") and back pain ("lower back pain"). In 2010, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hernia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), gastrointestinal disorder ("gi conditions"), abdominal distension ("bloating") and constipation ("constipation,"). The patient was treated with surgery (hyst. (Full), salpingo. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, fatigue, gastrointestinal disorder, alopecia, weight increased, abdominal distension and back pain had resolved and the hernia, ovarian cyst and constipation outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, constipation, dyspareunia, fatigue, gastrointestinal disorder, hernia, ovarian cyst, pelvic pain and weight increased to be related to essure. The reporter commented: she received treatment for dyspareunia, pelvic pain, abdominal pain. Concomitant drug sibo mmc, sibo rebuild were used. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test unknown: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2017: possible small uterine leiomyoma, 1.6 x 1.4 xi. 7 cm cystic structure at the right ovary. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical record: dyspareunia, pelvic pain, fatigue, weight gain, hair loss . Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs and mr received, fu 2 &3 process together. Event injury was deleted. New events pelvic pain, abdominal pain, dyspareunia, fatigue, gi conditions, hair loss, weight gain, bloating & constipation, low back pain, ovarian cyst , hernia and lab data were added. New reporter, device lot number, concomitant drug, concomitant and historical condition were added. Patient's date of birth and reporter address were added. Device removal date added. On 19-sep-2019: fu 2 &3 process together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.